Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2019 and suture was used. It was found that the needle pulled off during the first stitch when passing through the aorta in the bentall procedure. Changed another one to complete. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device lot number mgq726, and no non-conformances related to the reported complaint condition were identified.